Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a light sensitive drug set was received with a defective component. Prior to patient use, the set was observed with a defective slide clamp; exact defect not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a defective slide clamp. The reported issue was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.